Event description:
Based on the information provided, the patient underwent breast reconstruction with an expander and later a mentor silicone breast implant. Subsequently, the patient experience hypo-thermia inside her chest wall, anxiety, irregular heartbeat and discomfort. The device remains implanted. No other information is available. See report (B)(4).